Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl at the time of the incident and other¿s blood glucose were in the range of 38 mg/dl and other blood glucose was 42 mg/dl. The customer was treated with orange juice. The customer repeated same treatment blood glucose was 43 mg/dl and repeated same treatment they got up 76 mg/dl and then went to 51 mg/dl on the same day blood glucose was 48 mg/dl. The customer thinks the insulin pump was giving to much insulin. The customer stated that they were not using the auto mode feature. The insulin pump and reservoir will not be returned for analysis.